Event description:
It was reported that the pump reset unexpectedly. Customer loaded a new cartridge to resolve the issue. It was reported that the customer experienced elevated blood glucose (bg) ranged from 313 mg/dl to displayed as "high" on the continuous glucose monitor (cgm). Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.